Event description:
Contact reported the surgeon was inserting a screw during a surgical procedure. During insertion, the screw head broke off of the screw shank causing a delay to the surgery. There was no adverse consequence to the patient.

Manufacturer narrative:
Upon completion of the evaluation, a follow up report will be filed.

Manufacturer narrative:
No conclusions can be made. Review of the lot history records found no discrepancies. Based on the information received and investigation of the returned product, definite root cause cannot be determined. A CAPA has been opened to further investigate this issue. At this time, the complaint is considered closed.